Manufacturer narrative:
Concomitant medical products: 5076-58, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert was triggered for short v-v intervals and non-sustained episodes due to noise oversensing. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Primary analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Secondary findings indicated that the setscrew marks on the connector pin were too proximal.

Event description:
It was reported that the lead integrity alert was triggered for short v-v intervals and non-sustained episodes due to noise oversensing. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.